Event description:
Additional MFR information received 09-apr-1998: analysis of the ft-ir spectra indicated that the foreign material is an aliphatic hydrocarbon which suggested an oil based material such as machine oil/hydraulic oil. Production's maintenance logs failed indicate any unusual conditions that would have contributed to the complaint. The molding department manager examined the defect; they feel the defect is oil residue which forms when gases are expelled through the vents during the molding process. Some molds are more prone to this than others. Molding personnel will watch the mold for this condition. Comparison of the ir spectra of the foreign material and machine oil obtained from the molding department revealed that the foreign material is most likely a machine oil. The dryform of the foreign material showed the presence of a carbonyl absorption at 1737cm-1. This peak was not present in the machine oil. The peak is an indication of an oxidation process which can take place as the samples dry up when exposed to the air.